Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v791805, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v754190, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4). Final analysis of the extension found that the proximal end connector was not completely seated in the implantable neurostimulator connector port. Setscrew impression on # 0 connector and insulation. Balseal spring impression on insulation between connectors. This indicates that the extension was not completely seated in the ins connector port.

Event description:
It was reported that the extension was replaced and returned. It was stated that impedance check showed open circuit readings above 40,000 ohms on all electrodes. Lead wire was checked and confirmed to work normally. It was noted that there was breakage with the extension and that the patient no longer received symptom suppression. There was no patient injury and the patient recovered without sequela. It was further noted that the right sided impedances were all above normal.